Event description:
The olympus representative reported on behalf of the customer, the nozzle on the evis lucera elite gastrointestinal videoscope was clogged with foreign material. The issue was found during reprocessing. The intended diagnostic gastroscopy procedure was completed with another scope with no surgical delay. The scope was used with the evis lucera elite video system center. No patient harm reported. The water supply status of the nozzle was inspected during the pre-use inspection and the air could not be supplied. There was no abnormality of the scope in the usage check prior to the clogging. The nozzle did not clog during the procedure. The mh-946 injection tube was used for manual cleaning. No scratches were found on the mounting part of the mh-946 injection tube. The facility used an olympus automatic endoscope reprocessor (aer) to reprocess the scope. The nozzle had never been replaced.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. The air/water nozzle was blocked with unknown black solid foreign debris due to insufficient or incorrect reprocessing. The air/water supply was not smooth, and air/water supply was returned to normal after full flow. The nozzle was not deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction: health professional: yes was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the watertight packing / silicone adhesive / silicone member of the peripheral device being damaged and mixing into the channel. The event can be detected/prevented by following the instructions for use which state: "inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the air-feeding function and objective lens cleaning function." Olympus will continue to monitor field performance for this device.